Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Following the information received it appears most likely that during the resident's transfer from the wheelchair a shoulder clip detached from the spreader bar of the maxi move lift contributing to the resident's fall. It was stated by the caregivers involved that all clips were double checked to be in place, the resident was pulled away from the wheelchair and jerked/shifted during raising process and in this moment the clip became undone. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi move lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. Based on the information received the sling involved is fitted with "grey" clips. Production of slings with grey clips has stopped some time ago (between 2005 2006). Following the lift instruction for use (IFU) for these items are to be discarded after two years lifetime, or before that, when damaged. The sling involved therefore was significantly past its lifetime. This we believe does not impact on the performance of the sling when using according to the IFU but this is an indication that the sling should have been withdrawn from use and replaced, and also indicates that the IFU was not being followed. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a (different) use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It was noticed that the resident jerked/shifted during raising process while the shoulder clip of the sling detached. From previously performed simulations we have found that when a person in the sling is prone to making specific movements (e.g.: spastic movement) it appears to be highly unlikely that this specific movement cause a clip to come undone while it is loaded with the person's weight. The resident's arm is not able even to reach the shoulder clip of the sling. If the spastic movement occurs and a shoulder sling clip is reached somehow that alone might push off the clip but the moment the spasm subsides or the weight is put on the clip again in another fashion, the clip will be pulled down and the pin will move upward again, from the wider aperture into the narrow slot, to become correctly attached again. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: following all details reported the resident was lifted from the wheelchair, therefore from the seated position. From simulations, we know that in the situation, when the clip is not attached and not under tension with the weight of the person in the sling from the start, a drop will be immediate. If the clip was not in place at the start of the lifting procedure it could wiggle off when the resident was lifted from the wheelchair. This could contribute to the immediate resident's drop. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. Based on the information gathered, it was suggested that all clips were double checked to be in place before the transfer started. However, it cannot be treated as certainty that the clip remained in tension as the weight of the resident was gradually taken up. Therefore, this scenario in this case seems most likely. There are additional possible causes that also involve use that is not following the IFU: when a transfer occurs from a wheelchair, this means at some point there must be a repositioning from seated to the most comfortable position for transportation. If this scenario occurred in the middle of the resident's transfer this means that the clip was in place and it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. This scenario seems to be related also to this event as it was indicated that the resident was pulled away from the wheelchair by the caregiver. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Consequently to the above, we come to the conclusion that the event was caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The lift instruction for use (IFU) which was supplied with the maxi move lift device contains crucial information: in case of an detachment of the clip : "always check that all the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." In case of manipulating the sling or the person in the sling: "do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient." From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the resident's transfer from the wheelchair using maxi move lift and the sling the shoulder clip of the sling detached from the spreader bar of the lift causing the resident's fall. As a consequence of the event the resident hit the head on the floor and sustained slight split on the back of the head. This was resolved by use of skin glue. No stitches were required. The resident was released the same evening.